Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4) - bowel problem. It was reported that following insertion the patient experienced recurrent hernia, adhesion, diarrhea, bowel problem and pain. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent an additional surgical procedure on (B)(6) 2015. No further details are provided. No additional information was provided.